Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A service assessment of the unit revealed the device would not turn on. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The complaint was confirmed and the root cause has been associated with electrical component failure. Factors, unrelated to the manufacturing and design of the device that could have contributed to the reported event, include a failure of the power supply or fuses within the unit.

Event description:
It was reported that during shoulder arthroscopy, unit made a ¿short¿ according to theater staff, and went off. The procedure was successfully completed with no significant delay using a back-up device. No patient injury or other complications were reported.